Event description:
It was reported that the customer's fiancee experienced low blood glucose levels after she and her fiance traded insulin pumps. The blood glucose reading was 32 mg/dl when emergency services were called to administer glucagon. The customer stated that there were 3 other incidents in which the blood glucose level reached under 20 mg/dl. She was nonresponsive and shaking. Emergency services treated her for the first 2 instances, and on the third time, her fiance, an off-duty fire chief, did. The customer treated with juice and felt conscious. She observed that she was supposed to be using a pattern through the night but when she had woken up she noted that her standard basal rate was running instead. Advised that the insulin pump would be replaced because she stated that the patterns turned off and that the insulin pump changed its time on her. She stated that the device jumped forward a few hours while traveling and that her basal rates changed on their own. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.